Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose was far lower than her blood glucose which lead the pump to unnecessarily suspend. The patient's sensor glucose at the time of call was 40 mg/dl and her blood glucose was 134 mg/dl. Troubleshooting was initiated for the inaccurate readings the patient had been receiving. The customer was advised on proper insertion, usage, and calibration of the sensor. The customer confirmed that the previous sensor had a bent cannula. The customer was advised through calibrating the current sensor. No products were shipped or returned.